Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced coupling and/or communication issues when the recharger was used. The antenna locator (al) feature was used and resulted in a power on reset (por) condition displayed on the recharger. This, then, led to the normal recharging screen. It was later reported that the patient recharged in (B)(6) 2011. It appeared via the recharge statistics, however, as though the patient had not successfully recharged since (B)(6) 2011. The patient may have had two rechargers in possession and, thus, not used the recharger in question since (B)(6) 2011. There were no additional por conditions, it was believed. The patient was advised on the recharging process by the manufacturer representative. No patient symptoms or outcome were provided. A follow-up report will be filed if additional information becomes available.